Manufacturer narrative:
Date of event requested but not provided. (B)(4). At the time of the report, the lens remains implanted. Placeholder.

Event description:
It was reported that the patient experienced a post operative clockwise rotation of 20 degrees after implantation of the intraocular lens which in turn was corrected with a limbal relaxing incision. It was further stated that the patient's post operative vision was noted to be 20/50. No further information was provided.

Manufacturer narrative:
Additional info: catalog #: zct150u155. Correction: date received by manufacturer: 03/06/2014. To date, the lens remains implanted. Device evaluation: a review of the manufacturing records was performed. Sterilization records were reviewed and released where there were no non-conformances. Results of environmental control showed there were no environmental monitoring related non conformances within the timeframe the production order was manufactured. The production order was not produced under deviation. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review no non-conformances were identified when the lens was manufactured. The product met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.